Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (she underwent a total abdominal hysterectomy). Essure was removed. At the time of the report, the uterine perforation, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: essure device was successfully occluded. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by the device / migration') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included astigmatism, patellofemoral pain syndrome and uti. Concurrent conditions included insomnia. Concomitant products included medroxyprogesterone acetate (depo provera) and nsaids. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 10 months after insertion of essure. On (B)(6) 2014, the patient experienced bacterial vaginosis ("infections/bacterial vaginosis") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish, psych injury "). On (B)(6) 2015, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual issues"), vulvovaginal candidiasis ("candida vaginal"), headache ("headaches") and post procedural complication ("post removal complication"). The patient was treated with surgery (she underwent a total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, menstrual disorder, bacterial vaginosis, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal discharge, vaginal infection, vulvovaginal candidiasis and post procedural complication outcome was unknown and the vaginal haemorrhage, abdominal pain and headache had resolved. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, post procedural complication, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: received treatment for pain, migration, bleeding, bladder/urinary, other injury/ symptom discrepancy noted in date of insertion (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded.; on (B)(6) 2011: result: total bilateral occlusion bilateral loculation of the fallopian tubes without any flow out of the right or left fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included astigmatism and patellofemoral pain syndrome. Concurrent conditions included insomnia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 10 months after insertion of essure. On (B)(6) 2014, the patient experienced bacterial vaginosis ("infections/bacterial vaginosis"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual issues") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (she underwent a total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, menstrual disorder, bacterial vaginosis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal discharge, abdominal pain and vaginal infection outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded.; on (B)(6) 2011: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-nov-2018: plaintiff fact sheet was received. Events added from pfs- vaginal infection. And lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by the device / migration/ieft side of the essure contraception device had migrated') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included astigmatism, patellofemoral pain syndrome, uti, dysplasia, loop electrosurgical excision procedure, corpus luteum cyst, uterine fibroid, osteoarthritis, depressed mood, anxiety, pain in hip, tingling, ovarian cyst ruptured, uterine leiomyoma, dyspareunia, trochanteric bursitis, cervicalgia, low back pain, myopia, amenorrhea, arthralgia and headache. Concurrent conditions included insomnia. Concomitant products included medroxyprogesterone acetate (depo provera) and nsaids. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 10 months after insertion of essure. On (B)(6) 2014, the patient experienced bacterial vaginosis ("infections/bacterial vaginosis") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish, psych injury "). On (B)(6) 2015, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual issues"), vulvovaginal candidiasis ("candida vaginal"), headache ("headaches") and post procedural complication ("post removal complication"). The patient was treated with surgery (she underwent a total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, menstrual disorder, bacterial vaginosis, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal discharge, vaginal infection, vulvovaginal candidiasis and post procedural complication outcome was unknown and the vaginal haemorrhage, abdominal pain and headache had resolved. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, post procedural complication, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: received treatment for pain, migration, bleeding, bladder/urinary, other injury/ symptom discrepancy noted in date of insertion (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded.; on (B)(6) 2011: result: total bilateral occlusion bilateral loculation of the fallopian tubes without any flow out of the right or left fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: medical record received: medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included astigmatism and patellofemoral pain syndrome. Concurrent conditions included insomnia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 10 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced bacterial vaginosis ("infections/bacterial vaginosis"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstrual issues"). The patient was treated with surgery (she underwent a total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, menstrual disorder, bacterial vaginosis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs and medical record received. New events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), depression and mental anguish, vaginal discharge and did not undergo an essure confirmation test. Essure insertion date was updated to (B)(6) 2011. Event verbatim was updated as infections/bacterial vaginosis. Historical conditions added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by the device / migration') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included astigmatism, patellofemoral pain syndrome and uti. Concurrent conditions included insomnia. Concomitant products included medroxyprogesterone acetate (depo provera) and nsaids. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 10 months after insertion of essure. On (B)(6) 2014, the patient experienced bacterial vaginosis ("infections/bacterial vaginosis") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish, psych injury "). On (B)(6) 2015, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual issues"), vulvovaginal candidiasis ("candida vaginal"), headache ("headaches") and post procedural complication ("post removal complication"). The patient was treated with surgery (she underwent a total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, menstrual disorder, bacterial vaginosis, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal discharge, vaginal infection, vulvovaginal candidiasis and post procedural complication outcome was unknown and the vaginal haemorrhage, abdominal pain and headache had resolved. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, post procedural complication, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: received treatment for pain, migration, bleeding, bladder/urinary, other injury/ symptom. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded.; on (B)(6) 2011: result: total bilateral occlusion bilateral loculation of the fallopian tubes without any flow out of the right or left fallopian tubes. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received : new reporter. Events - migration clubbed with perforation, candida vaginal, headaches and post removal complication added. Event of did not undergo an essure confirmation test deleted. Outcome of the events updated. Rcc comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.